Event description:
The following has been reported: biomed reported: service needed. Provided the logs of 2 pumps that are having "pump problems.there is also a broken charging bracket. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for av sticky valve. The outlet pin of the fva was observed to have a heavy amount of drag during operation. Log files were reviewed and av sticky valve failures were present. The device was opened to inspect for internal damage and to clean the fva assembly. No internal damage was identified. The fva pins and their channels were cleaned using alcohol. The fva lip seals were replaced during investigation. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further investigation and evaluation and will be replaced with new batteries. The battery cycle count will also be reset on the device after the batteries have been replaced.